Event description:
Patient presented to the physician with ongoing pain in the neck. Imaging was performed and they found that a portion of the stimulation lead body had entered the airway. It was determined that the stimulation lead had punctured the airway during tunneling using a medtronic catheter passer at the implant procedure but surgeon was not aware of any issues at the time as patient showed no symptoms to cause any alarm. Physician brought the patient into the operating room, replaced the stimulation lead, and closed. Physician prescribed antibiotics after the procedure and patient was discharged the same day. No intervention was performed to address the punctured airway. No further issues have been reported.